Event description:
Information was received that the enclosure of the device appears to have melted. The patient was not using the device at the time of the reported incident and, there was no reported patient harm. The device has not been returned for evaluation. Based on previously reported complaints of this nature, a failure of the solder joint on the ac inlet may have contributed to the event.